Manufacturer narrative:
The reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 19" pressure tubing was received separated from the female luer. When the tubing pocket was microscopically examined, insufficient adhesive coverage was observed on the tubing pocket. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 needleless valves, 3ml flush device, macrodrip where the customer stated in the report with ynhhs tracker # (B)(4) and safer # (B)(4) that an a-line setup was defective with a break in the system resulted in leaking. The patient deteriorated during the day and a-line was changed during change of shift. Tiny break in a-line tubing and it was noted after attached to the patient. This was a transducer tubing used for arterial blood pressure monitoring. The teams identified that it was leaking at one of the connections after the rn could not flush the transducer tubing. The status of the product was that it was in use on the patient for monitoring as indicated. The leak came into contact with the patient or healthcare provider and at the time, it was identified that the normal saline used with the transducer set up was leaking so this could have affected the rn. There was patient involvement and no patient harm reported.